Event description:
On (B)(6) 2017 the reporter contacted lifescan alleging that the patient¿s onetouch ultra2 meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter alleged that the product issue began at 7:42am on (B)(6) . The reporter stated that the patient obtained a blood glucose reading of 193mg/dl on the subject meter and 153mg/dl on a ¿prodigy meter¿, obtained within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with insulin on a sliding scale. The reporter stated that the patient took 30 units of novolog in response to the reported high readings. The reporter stated that the patient developed symptoms of ¿tired, weak and dizzy¿ around the same time as the reported high readings. No further treatment was reported. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.